Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
The drill was visually evaluated and was found to be fractured through the flutes and perpendicular to the length. This type of fracture is typical of excessive force applied to the drill bit. There is no sign of discoloration. The drill major diameter was measured using a micrometer and found to be within tolerance. There are no indications of manufacturing defects. The most likely underlying cause of the complaint issue is excessive force applied during use.

Event description:
During a surgery on (B)(6) 2014 the tip of a blade broke off and remained in the patient. A revision surgery was performed on (B)(6) 2014 to remove the tip of the blade.